Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse/surgical technician reported that following an intraocular lens (iol) implant procedure, a patient was unable to adapt, experienced nausea and halos at night. Approximately 7 weeks later, the iol was exchanged. Additional information was provided by the surgical technician, who reported that the event resolved with treatment. There are two medical device reports associated with this patient. This report is for one eye. A previous report has been filed for the fellow eye under mfg. Report num. 1119421-2017-01151.

Manufacturer narrative:
Evaluation summary: the lens was returned submerged in clear liquid inside a small glass jar sealed with a rubber stopper and screw top lid. The lens was removed from the container and allowed to air dry prior to evaluation. The lens optic was torn/cut into two portion, typical to an insertion and removal. The optic portions has additional small cracked areas near the edges. The customer indicated the use of a qualified cartridge with an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was indicated. The product investigation could not identify a specific root cause for the complaint of "explanted, failure to adapt, haloes, refractive nausea". The root cause may be related to patient condition. The lens was returned cut into two pieces typical of an insertion and removal and additional lens damage was observed. A failure to follow the dfu also occurred. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).